Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a colonoscopy to remove a large cecal polyp. The esu was used with a snare and a neutral electrode (covidien). The generator's settings used were endocut q effect 2, duration 1, interval 4 as well as forced coag, effect 1.2. Per the account the snare was deployed around large cecal polyp. Upon the physician stepping on the yellow pedal to activate the preset endocut q mode of the unit, the esu made a monosyllabic sound and not the typical sound when the mode is engaged (i.e., beep, beep, etc.). After adjusting the snare, the esu then made the sound of the mode being engaged and they were able to cut through the polyp. Nevertheless, a perforation occurred, and surgical intervention was required to resolve the issue. As of (B)(6)2025, the patient was doing well and had been discharged from the medical facility.

Manufacturer narrative:
The involved esu is in the process of being returned to erbe for inspection/testing [note: no anomalies were found in the device history record (DHR) of the device.]. If an erbe equipment problem is found that may have caused or contributed to the incident, then a follow-up report will be filed. Most likely, there were many factors involved with the reported event. The polyp was large and in a very thin-walled area. Additionally, a perforation although rare is a known complication of the procedure. Upon the intervention work, the remaining tissue of the bowl did not stay intact which resulted in the perforation. To further address the issue, additional in-servicing was performed with the medical staff on (B)(6)2025.